Event description:
This report was rec'd from canada from a physician of two pts who developed endophthalmitis associated with the use of healon gv. This pt had a phacoemulsification with clear corneal approach and a 1-piece pmma intra ocular lens was implanted. No other info was provided on inital contact is believed that this pt required medical intervention to treat the endophthalmitis.